Event description:
It was reported that the pocket was revised due to migration of the device and elective replacement indicator. During the procedure, the left ventricular (lv) lead showed no capture and no sensing. Under fluoroscopy the lv lead showed a fracture. Upon dissecting the lead there appeared to be an insulation breach. The physician also noted that the right atrial (ra) lead had an abrasion and the wires were exposed. Both the lv and the ra leads were removed. The ra lead was replaced. It was noted that access for the new leads was difficult. The physician attempted to implant a new lv lead but could not get good position in the target area. The second lv lead was not used. A different lv lead was successfully implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for: (B)(4) - the full lead was returned, analyzed and the distal conductor fractured. It was noted that all conductors were distorted, there was blood/body fluid on all conductors (not obstructed), the outer insulation had cosmetic metal ion oxidation (mio), the outer insulation had cosmetic environmental stress cracking, all insulation was breached cut, the outer insulation was breached cut and the outer insulation had a cosmetic depression. Analyst visual comment indicates they could not determine anchoring sleeve fixation site. (B)(4): the full lead was returned, analyzed and the outer insulation was breached cut. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism and there was apparent explant damage. (B)(4) - the device was returned, analyzed and analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for: (B)(4). The full lead was returned, analyzed and the distal conductor fractured. It was noted that all conductors were distorted, there was blood/body fluid on all conductors (not obstructed), the outer insulation had cosmetic metal ion oxidation (mio), the outer insulation had cosmetic environmental stress cracking, all insulation was breached cut, the outer insulation was breached cut and the outer insulation had a cosmetic depression. Analyst visual comment indicates they could not determine anchoring sleeve fixation site. (B)(4): the full lead was returned, analyzed and the outer insulation was breached cut. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism and there was apparent explant damage.